Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal baclofen and morphine via an implanted infusion pump. The pump was programmed to deliver baclofen 1000mcg/ml at a dose of 265.6mcg/day and morphine 0.5mg/ml at a dose of 0.13278mg/day. The indication for use was degenerative disc disease/herniated disc pain and non-malignant pain. Compatibility guidelines were requested for an MRI (magnetic resonance image) of the spine due to a gradual onset of back pain. It was believed that it was unrelated to the device; however, the caller was not totally certain. The patient was reported to have a 'spinal condition'. An x-ray and CT (computed tomography) scan were also scheduled. The patient symptoms were a gradual onset since december and included bilateral lower leg pain that was shooting down the legs. The patient was admitted to the hospital and it was further noted that on (B)(6) 2016 had come from another hospital. On (B)(4) 2016, an inquiry was made regarding a second MRI the following day; however, the status of the pump was unknown as the healthcare provider had not yet checked the pump. The other medications the patient was taking at the time of the event, pertinent medical history, when the patient began to experience the pain in their legs, the results of the MRI, actions and interventions regarding the pain, the cause of the pain in their legs and if the pump was able to be interrogated no reported. Further follow-up was conducted to obtain information. If additional information is received a follow-up report will be sent.